Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Visual inspection did not reveal any damage. The instrument passed electrical continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clips opened and closed properly. The instrument was fully functional. No product issue was identified. Correction(s): h8. Usage of device was updated to: initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 16-sep-2025: the procedure was completed with a backup same instrument. There was no patient harm due to this event.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.